Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Additionally, data was received from the patient. A review of the downloaded data log found errors related to the customer complaint. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.